Event description:
It was reported that the trial head was not sticking.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that the trial head was not sticking. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found the ball plunger functioning as expected. No anomalies were identified. A dimensional inspection was performed for the s/c trial handle and met specifications. Functional test was not performed since mating device was not returned for evaluation. The overall complaint was unconfirmed as the observed condition of the s/c trial handle would not contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ********************************************************************** the following drawings reflecting the current and manufactured revisions were reviewed: dwg-205512000 rev h (current and manufactured), dimensional inspection: specified dimensions: inserter ring ø = 1.430 in ± 0.007 in measured dimensions: inserter ring ø = 1.435in (complies) device used ¿ digimatic caliper (B)(6) device history lot ==> 1) quantity manufactured: (B)(4) 2) date of manufacture: (B)(6) 2020 3) any anomalies or deviations identified in DHR: none 4) expiry date: 5) IFU reference: (B)(4) rev. K corrected: h3.